Event description:
The doctor was unable to advance the iab into the sheath. The iab was removed and a second was inserted. (Multiple event to customer complaint number 97-00459). (Event complications: unknown - reported 4/24/97.) (Pt's current status:unk - rpt'd 4/24/97.)